Event description:
A patient reported experiencing inaccurate erratic results with a surestep enhanced meter. On 3/18, the patient's blood glucose results were 476 mg/dl, 149 mg/dl, hi mg/dl (used 500 mg/dl in place of hi mg/dl to get result). Tests were done within 14 minutes with a difference of 55%. Patient did not experience any adverse events. No further information has been reported. * note - customer using alcohol to clean the meter.*